Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was implanted into patient's eye and noticed a scratch on the lens. Subsequently, it was removed during initial procedure and completed with new iol. Additional information was requested and received stating before surgeon implanted he looked under microscope and saw a scratch, there was no patient contact with the product . In surgeon's opinion the event was related to not enough viscoelastic used when priming. There was no issue or defect with the iol.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was implanted into patient's eye and noticed a scratch on the lens. Subsequently, it was removed during initial procedure and completed with new iol. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).